Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The initial reporting stated that no additional investigational inputs were available. The investigation could not draw any conclusions regarding the reported event; however, the initial reporting suggested the patient large physical stature was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address collapse of the tibial tray, which was also reported to be loose. The loosening interface is unknown. The manufacturer of the cement used at the time of original implantation is also unknown. The patient's weight was noted as a contributing factor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.